Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample evaluation confirmed that the sample was observed to have a cracked/broken check valve which resulted in the separation reported by the customer. However, an assignable cause could not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The baxter sales representative (bsr) received the following information from the customer on an unknown date. Per bsr, the issue is that when the set was taken out of the wrap that the tech noticed that the blue lead at the junction was sheared off. No patient involvement, injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device used in this situation is 510(k) exempt; therefore, it does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.